Event description:
The doctor did not know how to put the new clear one-way valve onto the extracorporeal tubing's male luer causing the iab to leak. The iab and one-way valve were not returned to datascope for evaluation. They were discarded by the facility. (Event complications:unknown- reported 7/9/97.) (Pt's current status:unk - rpt'd 7/9/97)